Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance (sli) measurement, which was detected via the patient remote monitoring system. However, exact value of sli was not recorded in the patient remote monitoring system and no noise on electrogram (egm) seen. Boston scientific technical services (ts) explained regarding the measurements and recommended that patient should have a follow up check to perform isometrics and pocket manipulation. Ts also suggested a commanded shock for further lead testing. Additional information received that they will continue to monitor this patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.